Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment for a pulmonary venous arterial malformation in the superior right lobe, the coil detached without use of the controller in the intended treatment site. The coil was positioned correctly and was left implanted. There was no reported patient injury or intervention.